Manufacturer narrative:
A prepaid mailing label and shipping tube has been sent to the customer for the return of the sample, if available. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Attempts are being made to attain additional information regarding this incident.

Event description:
A needle stick injury occurred due to non-retraction of the bd insyte autoguard device.